Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury. (B)(6) 2022 18:35:50 cet (gbsakh) phone: (B)(6). User:gbsakh received date of the return product:(B)(6) 2022.